Event description:
Healthcare professional reported "intracapsular rupture of breast prosthesis"; ultrasound performed. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to b3: partial date of aug/2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "intracapsular rupture of breast prosthesis". This record is for the right side. The device has been explanted and replaced with a non-abbvie device. The device was returned.